Manufacturer narrative:
No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support observations: no low bias or false negative result was observed with any sample. All data points with cal h were within the mfg 2sd range with a percent recovery of 101% (within the mfg final release specifications). No false negative was observed. All data ponts with the contrived whole blood samples were near the target value of 0.4 ng/ml. No low bias or false negative was observed. Conclusion: product support tested retained profiler lot: w49550 with cal h and 2 whole blood donor samples spiked with tni (using calibrator a) to a target value of 0.40 ng/ml and calibrator h (pos control). Observations were for tni recovery. No low bias or false negative result was observed with any sample. No product deficiency was established. Customer did not return any sample for further testing. Unable to rule out possible sample specific interference that is known to affect analyte recovery. Corrective action not required at this time.

Event description:
Caller reports a potential false negative tni (troponin) result on the triage cardio profiler. Samples were whole blood or plasma in edta for triage, heparin for tosoh. Samples were drawn at the same time for triage and tosoh, in separate tubes. Samples were tested immediately. Cut-off for tosoh: 0.5. Cut-off for triage: 0.4. This study was for correlation testing only. No diagnosis was made based on results from either system. The following api (chemistry/immunology/immunohematology 2011 3rd event) sample info was also provided: cm-11: tnii 9.47, triage 0.32. Cm-12: tosoh 45.04, triage 4.03. Cm-13: tosoh 1.69, triage 0.08. Cm-14: tosoh 20.68, triage 1.28. Cm-15: tosoh 32.05, triage 2.86.